Event description:
The customer reported an elevated troponin I (accutni) result, within the risk stratification, for one patient involving unicel dxc 600i synchron access clinical system. Subsequent testing of the initial sample produced a lower result within the normal reference interval. The emergency room (ER) patient was held for additional specimen sampling and produced a troponin I result within the normal reference interval. The elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012, and performed preventive maintenance (pm) and verified all voltages and alignments. The fse verified hardware by performing successful, passing service assays. The unit conformed to the manufacturer's published performance specifications and was returned to operation. All quality control (qc) assays were within specification prior to and after the event.